Event description:
It was reported the patient presented for implant procedure. During the procedure, it was discovered the lead failed to capture. The physician elected not to use the lead. The patient was in stable condition.

Event description:
New information received indicates that the failure to capture was noted on the right ventricular (rv) lead and the rv lead was replaced during the surgery.

Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was received in one piece for analysis. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Electrical testing found internal shorting due to overtorquing the inner coil inside the connector region which caused the reported event.